Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Lung. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Asku. During which stroke did the event occur? 4th. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? If so, which product? Unk. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Would not open. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? No. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a lobectomy procedure, the device locked out when they went to bring the knife blade back. The knife blade would not return to the home position and the device would not open. They used another stapler and fired along the staple line to cut the first device off the tissue. The second device was used to complete the procedure. There was no patient impact. The device was discarded.